Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode high out-of-range shock impedances. An x-ray confirmed a conductor fracture. The electrode was explanted and is expected to be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
The electrode was returned with the sense a and high voltage cables fractured. The sense b cable was intact. Analysis determined that the fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends near the s-ICD case. The fractures resulted in the observed clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode high out-of-range shock impedances. An x-ray confirmed a conductor fracture. The electrode was explanted and is expected to be returned for evaluation. No additional adverse patient effects were reported.